Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux or leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Both the peritoneal and ventricular catheters were patent and met the requirements for leakage testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the physician found a leak in the device during its implantation, and that a new product was obtained to complete the procedure. According to the report, no patient complications resulted from the event.